Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 244 mg/dl. The customer reported treating with manual insulin syringes. The customer reported a concern that the insulin pump was not delivering a programmed bolus correctly. Troubleshooting was done. Multiple threshold suspend alarms were found in the alarm history of the insulin pump. Various programmed boluses on the insulin pump were also verified in the history of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was also advised to treat per the health care provider's instruction. No additional information was provided.